Manufacturer narrative:
The device passed testing for delivery accuracy and no mixing of fluids was observed.

Event description:
The customer contact reported that solution from the secondary IV line backflowed into the primary IV line. The primary line of the device was delivering normal saline at an unspecified rate. At 1000, the primary line delivery was stopped. At this time, the secondary line of the device was programmed to deliver 250ml of avelox at a rate of 200ml/hr and the delivery was started. Approximately 1.5 hrs later, the nurse entered the room for an unspecified alarm condition. At this time, it was noted that the avelox container on the secondary line was empty and the solution in the normal saline container on the primary line, appeared to be the "neon green" color of the avelox. The physician was notified. The delivery was discontinued and the pump and tubing set were removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.